Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump was connected to a cadd administration set which under infused. It was reported the end user observed much more medication in the bag than there should have been. Per reporter the remainder in the bag was measured and there was 150 ml of the antibiotic vancomycin solution left, the pump was showing 12 ml left. The patient was reported to be feeling well. No adverse patient effects were reported. No additional information is available at this time.